Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue; the patient reportedly feels the pump is unsafe for use due to a perceived issue of the force sensor and piston rod not functioning properly causing the pump to experience loss of prime. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to alleged loss of prime that results from the alleged mechanical failure.